Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.

Event description:
Device issue: unexpected noise, loss of vessel access, detached-locator wing. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, at the start of thumb advancer deployment, as gentle proximal pressure was applied to retract the device to place the locator wings against the arterial surface "a popping sound was heard" and the device pulled out from the vessel remaining in the tissue tract. Before removing the device from the tissue tract, the safety release was activated to ensure the locator wings were retracted. Manual compression was applied to achieve hemostasis. When the device was visually inspected, it appeared that one end of a locator wing was pulled loose from the distal end of the device. The loose locator wing remained attached at the retaining ring. There were no reported adverse patient effects. No additional information was provided.